Event description:
During a peripheral artery stent insertion, the device partially deployed the stent then stent jammed, did not deploy in the correct area. It was safely removed and new item of same kind used. Device was returned to the vendor. No patient harm.